Manufacturer narrative:
At this time there is no further information available to report. If further relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that frost on the needle shaft was observed. During a pulmonary ablation procedure, frost developed along the shaft of an icerod cryoablation needle. The patient's skin was protected using a sterile glove filled with warm saline. The treatment was completed successfully with no injury to the patient.

Manufacturer narrative:
The device was returned for technical analysis. Physical inspection found that the needle shaft was bent and deformed, therefore functional testing could not be conducted. It is possible the reported issue was caused by the loss of vacuum sleeve insulation due to a component failure; however, due to the condition of the returned product a technical analysis was not completed. Although a bend in the needle shaft could also lead to the loss of insulation, in this event, no damage was reported and therefore may have occurred during handling post procedure. No vacuum sleeve malfunctions were identified upon review of the needle lot manufacturing records.

Event description:
It was reported that frost on the needle shaft was observed. During a pulmonary ablation procedure, frost developed along the shaft of an icerod cryoablation needle. The patient's skin was protected using a sterile glove filled with warm saline. The treatment was completed successfully with no injury to the patient.